Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). All information was previously reported in manufacturer report 3007566237-2015-03115, which is in regards to the pump event.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (dose, concentration, type, brand, or lot # not provided). The patient's indication for pump use was intractable spasticity and a head/brain injury. The pump battery was depleted without withdrawal symptoms. The provider was unsure if the patient was receiving benefit, so the dose was gradually titrated downward. The patient then began to experience withdrawal symptoms of seizures, itchiness, and spasticity. The pump indicated upon interrogation "terminal event, eri/eos reached." Was an intervention/action taken, the patient was given oral baclofen and admitted to the hospital. The issue had been resolved and the patient was alive without injury as of the date of this report. No surgical intervention occurred. Additional information was requested, but it was not available at the time of this report.